Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material, ¿like a wooden chip¿ was found in the needle of a self-righting luer lock tip cap. This was discovered prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up, clarification was received regarding the reported issue. The customer clarified that the reported problem was that two caps had been received in the package, rather than one cap as expected. There was no report of particulate matter associated with this device. (B)(4). The unopened device was received for evaluation. Visual inspection revealed that there were two caps in the unopened blister packaging. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.